Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: when pt in xr, IV tubing cracked and began leaking. Tubing was running lipids. Lipids leaked onto ground, blood from piv began back flowing and leaking as well. Nurse went down to xr to saline lock piv and stop infusion. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious injury.

Event description:
No additional information was provided.

Manufacturer narrative:
H10: it was reported by customer that IV tubing cracked and began leaking. One sample was received for quality evaluation. The sample was primed and a leak was identified from a hole in tubing. The customer complaint of component damage was confirmed. The investigation was forwarded to manufacturing for root cause analysis, and it was determined that the damage could have been created during the assembly process. The tubing could become trapped in a section of the assembly line during transportation, which could cause a hole in the distal segment of the tubing. As part of the continuous improvement actions, the container used on the line for the tubing affected by this issue was improved. A stainless steel and polycarbonate channel with rounded corner protection was installed. Additionally, the tubbing rack and transporter were changed to prevent damage. A device history record review for model 2426-0007 lot number 25083007 and 25083005 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.